Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours on the back. The patient was told to go the hospital. While there the doctor gave more diabetes education on the pod. They were also placed on an insulin drip and fluids for the first 12 hours of admission. Patient was still in the hospital at the time of the call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The download data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. Fluid path test was conducted by manually rotating the ratchet gear & fluid was found to exit the fluid path as intended. Inspection of needle mechanism and drive mechanism found no issues. The pod was found to function as intended with no evidence of any damage or manufacturing malfunctions that would result in device failing to deliver insulin.